Event description:
It was reported that there was a problem with coupling and communication issues. An implantable neurostimulator (ins) overdischarge was suspected. A physician mode recharge (pmr) was recommended to be performed. The patient had been feeling pretty good so they stopped using the ins. An x-ray was recommended to see if the device had flipped. The rep. Started a trickle charge with the patient but she was unable to stay for the full 60 minutes. The patient was instructed on how to perform the trickle charge, and how to restart if needed. The patient verbalized understanding and promised she would complete as many trickle charges as necessary until she was able to fully recharge the battery. The patient was instructed to call when she was fully charged so that the power on reset (por) could be cleared and she could be up and running. The rep. Never heard from the patient again and didn¿t hear anything from the healthcare provider¿s office. Additional information received reported that about a year after the device was implanted the battery went dead and it wouldn¿t charge again. The patient had met with the healthcare provider (hcp) and manufacturer¿s representatives (reps). It was noted the patient wanted to have her device removed but didn¿t have insurance. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2006-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2006-(B)(6), product type lead. (B)(4).